Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has had fluctuating impedance since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited low rv tip to coil impedance, triggering a lead impedance warning. Lead measurements stabilized and the lead appeared to be "functioning as programmed." It was also noted that the original report of fluctuating impedance was specific to rv defibrillation impedance. The lead remains in use.